Event description:
It was reported that a user experienced difficulty attaching the connector to the cartridge in the pump, which resolved after the user removed the cartridge from the pump, attached and locked the connector, and then reinserted the cartridge without further issues. Symptoms included no adverse clinical effects. Outcomes included no impact on health and no hospitalization. Investigation included telephone troubleshooting and user education. Investigation of this case revealed that the device functioned as expected after reseating the cartridge and connector, suggesting user technique or assembly sequence as the source of the difficulty. It was concluded, based on previously established findings for similar reports, that the cause was user-related interface or use error.